Manufacturer narrative:
H.6. Investigation summary: DHR, quality notifications and maintenance records were reviewed where no records potentially related to the failure were found. The sample provided was analyzed and it was possible to observe barrel cracked. The possible cause for this is a failure at syringe assembly station with caused the damage. To define and manage actions to correct the incident, the CAPA 1035416 was opened. Some actions performed: synchronize adjustment on the transfer disk; create a poka yoke to ensure staying in the correct position. Design new top disc guide after leak test. Make top disc guide after leak test. Design new bottom disc with accepted angle for cylinder entry. Make lower disc with accepted angle for cylinder entry. The incident identified from this complaint will be monitored for trend evaluation. H3 other text : see section h.10.

Event description:
It was reported that a cracked barrel occurred during use with a syringe solomed 3ml ll 22x1-1/4. The following information was provided by the initial reporter, "the lot number is 9190253. The incident was noticed before the use. There was no damage to the patient/health professional, but the drug was lost. There was no need for medical or surgical intervention. After filling the syringe, it was noticed leakage in the syringe body. There was no exposure of blood or chemotherapic to the skin or mucous. The drug used ws hemax eritron (4000 ui). There is 4 samples unit available."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a cracked barrel occurred during use with a syringe solomed 3ml ll 22x1-1/4. The following information was provided by the initial reporter, "the lot number is 9190253. The incident was noticed before the use. There was no damage to the patient/health professional, but the drug was lost. There was no need for medical or surgical intervention. After filling the syringe, it was noticed leakage in the syringe body. There was no exposure of blood or chemotherapic to the skin or mucous. The drug used ws hemax eritron (4000 ui). There is 4 samples unit available."